Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was removed because it did not meet the physician's expectations with regard to longevity.